Manufacturer narrative:
Medical device lot #: the customer provided lot # 0085046. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that needle separated from the syringe 3ml ll w/ndl 25x1 rb during use and leaked medication. The following information was provided by the initial reporter: material no: 309581, batch no: unknown (provided 0085046). It was reported the needle came off of the syringe while trying to administer medication, and caused medication to be wasted.